Event description:
It was reported that during the fluoroscopy, it was noted that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was stable throughout the procedure and recovering.

Manufacturer narrative:
Correction: b1 - product problem should has been selected.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.